Manufacturer narrative:
Device passed displacement test and selftest. Pump error 63 was confirmed in the device history due to broken pin 6 trace keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarms. The customer stated they performed self tests but the pump alarmed again thrice. No harm requiring medical intervention was reported. Troubleshooting was not completed but did not resolve the issue. The insulin pump will be returned for analysis.